Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 20.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to a myopic miss. Reportedly, there was a vitrectomy performed. The replacement lens was a za9003 20.5 diopter intraocular lens. The patient is doing well post-operatively. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.